Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the davol device may have caused or contributed to the events as alleged as no specific failure mode has been alleged and medical records have not been provided. Hernia recurrence is a known inherent risk of hernia repair surgery. The adverse reactions section of the instructions-for-use lists recurrence of the hernia as a possible complication. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The patient's attorney has alleged that on (B)(6) 2012 - the patient underwent surgery for repair of an inguinal hernia. As reported, a bard/davol perfix plug, was implanted to repair the hernia defect. On (B)(6) 2017 -the patient underwent an additional surgery for excision and recurrent left inguinal hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Event description:
The patient's attorney has alleged that on (B)(6) 2012 - the patient underwent surgery for repair of an inguinal hernia. As reported, a bard/davol perfix plug, was implanted to repair the hernia defect. On (B)(6) 2017 -the patient underwent an additional surgery for excision and recurrent left inguinal hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: on (B)(6) 2012 - patient was diagnosed with ventral incisional hernia and incarcerated left inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿ventral incisional hernia was identified and a synthetic mesh was tacked against the anterior abdominal wall. Then, an incarcerated hernia was identified in the left inguinal region was reduced. A perfix plug was placed into the preperitoneal space by using sutures.¿ on (B)(6) 2015 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair. Per operative notes, ¿extensive dense adhesions and previous placed synthetic mesh was excised. Then a biologic mesh was placed and secured by using sutures.¿ (there was no visualization/mention of perfix plug. On (B)(6) 2017 - patient was diagnosed with recurrent inguinal hernia and scar tissue thereby underwent open repair with removal of perfix plug. Per operative notes, ¿a perfix plug was displaced and formed a hard mass in the inguinal canal. The external cord of the pubic tubercle was mobilized from the synthetic mesh. Once the mesh was completely mobilized, it was excised. Then a piece of biological mesh was placed into the pubic tubercle by using sutures.¿ attorney alleges that the patient had adhesions, abscess, nerve damage, pain, hernia recurrence, removal surgeries and emotional injuries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the davol device may have caused or contributed to the events as alleged as no specific failure mode has been alleged and medical records have not been provided. Hernia recurrence is a known inherent risk of hernia repair surgery. The adverse reactions section of the instructions-for-use lists recurrence of the hernia as a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 11 months post implant of perfix plug, patient was diagnosed with hernia recurrence and scar tissue thereby underwent repair with removal of mesh. Review of manufacturing records confirms product was manufactured to specification. Updated fields. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.